Event description:
It was reported that a spectrum pump turned off without user input. This occurred at power up of the device in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The device turned off unexpectedly due to a depressed battery pin contact on the rear case, which could not be restored to its normal position. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid intrusion as a result of poor cleaning practice. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.